Manufacturer narrative:
Analysis of the returned optiflex retrieval basket revealed the basket was closed and the sheath was kinked in several locations within 12.5cm of the distal end. When the thumbwheel was actuated, the basket would not open; the basket pull wire was visible from the distal end of the sheath. The thumbwheel and pinch vise would move freely. The working length measured approximately 120.5cm, which meets specification. The handle was disassembled and the glue plug was attached. The basket would not open when using the handle cannula to actuate, even though the wire would move freely. The basket wire was removed from the sheath; the wire moved freely through the sheath during removal. The basket and all of the basket wires were detached; the detached basket was not returned. Under magnification, the distal end of the basket wire appeared to be broken under stress. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.

Event description:
A complaint was reported to boston scientific corporation on an optiflex retrieval basket. According to the complainant, during the procedure the basket would not open and close easily. It is unknown if there was a stone in the basket when the event occurred or how the procedure was completed. There were no patient complications as a result of this event. Attempts to obtain additional information were unsuccessful.

Event description:
A complaint was reported to boston scientific corporation on an optiflex retrieval basket. According to the complainant, during the procedure the basket would not open and close easily. It is unknown if there was a stone in the basket when the event occurred or how the procedure was completed. There were no patient complications as a result of this event. Attempts to obtain additional information were unsuccessful.